Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. Additional information was received indicating that the lead was explanted. Further, the lead was damaged during laser extraction and was discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. Additional information was received indicating that the lead was explanted. Further, the lead was damaged during laser extraction and was discarded. No additional adverse patient effects were reported.